Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd intima ii¿ IV catheter, there was leakage found from the connection between the prn and y connection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The sample was checked under a microscope and no abnormality was found. The batch record was reviewed, no related abnormalities were found. The physical sample was subjected to a leakage test at 45 psi, and no leakage was observed. Because the defect could not be duplicated the root cause could not be determined.